Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) "gray part that appears when you turn the blue wheel" was broken and was replaced with a new dcs. No patient was involved. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) "gray part that appears when you turn the blue wheel" was broken and was replaced with a new dcs. No patient was involved. No adverse patient effects were reported. Additional information was received that the actuator/deployment knob was not separated. The gray portion refers to the end cap.

Manufacturer narrative:
Updated data: d. Suspect medical device: manufacturer name, address, city, country d4. Unique identifier d9. H6. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, the reported end cap separation was confirmed through analysis. The dcs was received without a valve loaded within the capsule. Visual analysis showed the handle and capsule were partially opened and a stylet was inserted. An end cap separation was evident to the proximal section of the handle. Deformation was noted on the distal end of the inline sheath flush port. During functional testing, upon rotation, the deployment knob of the capsule could not retract or advance. The trigger could not move to either fully advanced or fully retracted positions. No other deformation was observed to the remainder of the device. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the actuator/deployment knob was not separated. The gray portion refers to the end cap.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.